Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the healicoil implant was found breakage in sterile pack. It is unknown whether the event happened during surgery and if there was a patient involvement. No delays were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection shows the sterile pack is open but there is residual material inside, on the both sides, from the package being heat sealed. The healicoil anchor shows no damage and the full device is intact. The beauty box shows damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that storage conditions and composition test requirements with a specified expiration date for each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.